Manufacturer narrative:
Patient death due to multi-system organ failure. Device confirmed by hospital staff to not have caused or contributed to patient death. Device was not explanted and no autopsy was performed. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, reported death of patient from multi-system organ failure after 742 days on support. The outcome form indicates there was no autopsy, the device was not explanted, and the device did not cause or contribute to the death.